Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, and leak tested. It was not functionally tested due to bodily fluid contamination identified within the component. No leaks were identified in the pump; however, its kink resistant tubing (krt) was worn to the filament. Based on the information available and analysis results, the reported clinical observations of device not working properly and a crack in the connoting tube could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. The pump was removed and replaced. There were no patient complications reported.